Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complications are known complications of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After the peg j tube was placed, an x-ray was done which showed correct placement. After the procedure, the patient experienced abdominal pain, soreness and dyskinesia. The patient stayed overnight for monitoring and was discharged on (B)(6) 2021. Once home, the husband reported the tubing came apart at an unspecified "hub" and the stoma leaked a lot of clear fluid. The physician suspected the bumper may have disconnected internally causing leaking from the abdomen. On (B)(6) 2021, the patient went to the emergency room with severe abdominal pain. The cat scan showed the inner tube had disconnected to the intestine and because of that, the stomach area filled up with fluid from the small intestine. An emergency exploratory laparotomy was done, the abbvie tubing was removed and was replaced with non-abbvie tubing. They also placed another tube on her abdomen to collect the drainage from her stomach and a nasal gastric tube in her nose to pull out the drainage. It was not know if the same stoma was used, the husband reported the patient was cut and had stitches, but stated there was no fever or infection. Unknown blood work was done daily and the patient received unknown intravenous antibiotics and tylenol. The duopa had not been started. On (B)(6) 2021, it was reported that the patient was in the ICU post bowel resection with end to end anastomosis and was intubated. The general surgeon removed sections of the bowel because certain sections were friable. A direct j tube was in place. On (B)(6) 2021, the patient passed away in the hospital, no autopsy was performed. The husband was not sure but stated she possibly passed away from infection and pneumonia.